Manufacturer narrative:
The device was returned to olympus for evaluation and service. The evaluation confirmed the intermittent flickering of the image. The device failed the leak test due to a cut on the bending section cover. There were scratches noted on the bending section cover glue and insertion tube. The device was serviced and returned to the user facility. The investigation is ongoing and this report will be supplemented when new and relevant information is received later.

Event description:
The user facility reported that the camera flickered when in use and a temporary loss of image was reported. No patient injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the temporary loss of image likely occurred due to a failure of the charged coupled device unit or circuit boards inside the video connector due to influence of fluid entered from the leak into the subject device. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.